Event description:
The complaint is reported as: "lumen was split in a PICC that was placed the week prior. PICC nurse is unsure if it was caused by the clamp." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "lumen was split in a PICC that was placed the week prior. PICC nurse is unsure if it was caused by the clamp." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed a large hole in the middle of the proximal extension line extrusion. Microscopic examination confirmed the damage and revealed that the edges of the hole were smooth and uniform. The appearance of the damage is constant with contact with sharps likely caused or contributed to this event. No other defects or anomalies were observed. The catheter body length from the juncture hub to the distal tip measured 16 1/16" , which is within the specification limits of 15 5/8"-16 1/8" per the coated catheter product drawing. The proximal extension line outer diameter measured .0965", which is within the specification limits of .0930"-.0970" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter at the proximal end measured .058", which is within the specification limits of .055"-.059" per the proximal extension line extrusion product drawing. The distal and proximal extension lines were flushed with a lab inventory syringe. When flushing the proximal extension line, water was observed exiting the hole in the extension line extrusion. No leaks were observed when flushing the distal extension line. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that the distal and proximal luer hubs were secure to the respective extension lines. A device history record review was performed based on sales history, and two potentially relevant findingswere identified. For material c-15802-033a, a non-conformance was initiated for lot #'s 13c21g0157 , 13c21h1547, and 13c21h1546 to address the issue of an extension line/luer hub separation. Likewise, for material c-15802-032a, a non-conformance was initiated for lot #'s 13c21h1544, 13c21h2343, 13c21h2306 to address the issue of an extension line/luer hub separation. Further analysis of these non-conformances revealed that the damage on the extension lines were located directly adjacent to the luer hub, which is not the same defect observed during this investigation. Therefore, it is being determined that these non-conformances are not relevant to this investigation. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking extension line leak was confirmed through complaint investigation. Visual and functional analysis revealed a hole in the proximal extension line. Microscopic examination confirmed the damage and revealed that the edges of the hole were smooth and uniform which is consistent with damage resulting from contact with a sharp instrument. Despite the damage, the catheter met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.